Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, labeling, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the guidewire exited through the flash notch on the needle cannula was confirmed but the cause is unknown. Three photos were returned for evaluation of this complaint. One photo was of an accucath device. The photo contained the barrel, needle activation button, and the needle. The catheter was not on the device. The other two photos were of the guidewire traversing through the flash notch in the needle cannula. The distal coil end of the wire appeared to have fractured off of the guidewire and was seen attached to the flash notch of the needle. A possible contributing factor could be if the guidewire is advanced against tissue or resistance causing it to bunch out of the flash notch. However, the exact cause of this failure could not be determined from the returned photos at this time. The IFU warns, ¿ do not force or retract guidewire¿. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the guidewire exited through the flash notch on the needle cannula. No other information was provided.